Event description:
Patient complained of excruciating pain and feeling of tearing tissue when this device was implanted. Nursing staff suggested the area may not have been numbed enough. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.